Event description:
Manufacturer report number - 2017865-2023-47117.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The reported event of overestimation was confirmed. The device was below elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the implantable cardioverter defibrillator's (ICD) expected longevity had decreased by 20.6 months despite only 8 months having elapsed since the last device check suggesting the battery had prematurely depleted. The ICD was explanted and replaced. There were no adverse consequences to the patient.